Manufacturer narrative:
(B)(4). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed. A pressure test was performed with no issues noted. Upon conclusion of the investigation, the defect was not found during sample evaluation, the cause of the reported issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from the patient's cassette during the priming phase of therapy. The exact location of the leak was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.